Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately fourteen years ago, this right atrial (ra) lead was surgically abandoned due to a conductor fracture. A new lead was successfully implanted. No information regarding this issue was reported to boston scientific at the time of the event. No additional adverse patient effects were reported.